Event description:
Report of device replacement received per device registration form - catheter dislodged, catheter replaced. Follow up with hcp revealed pt experienced increased spasticity before replacement of the catheter. Spasticity was controlled with oral baclofen. Catheter replaced. Pt is doing well post replacement.